Manufacturer narrative:
A ge service representative performed and onsite investigation and checked the log files. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system was arcing. No patient injury was reported.